Event description:
As reported, the black grip handle of a 6/7f mynxgrip vascular closure device (vcd) that houses the side inflation/deflation port separated from the device into two pieces, leaving no way to deflate the balloon. The staff had to cut the device in half with scissors and insert the stiff end of a .035 non-cordis j wire into a 6f non-cordis sheath to deflate the balloon. After balloon deflation, pressure was held and the patient was fine. The balloon was fully retrieved in one piece. The staff and physicians are very well experienced with the mynxgrip device and have never had these issues before. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device prior to use. The vcd was used in a diagnostic coronary angiogram using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon was prepped with a 50/50 contrast solution. The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. The procedural device along with 31 sterile devices were returned for evaluation. Addendum: product evaluation images show the catheter separated in multiple pieces.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the black grip handle of a 6/7f mynxgrip vascular closure device (vcd) that houses the side inflation/deflation port separated from the device into two pieces, leaving no way to deflate the balloon. The staff had to cut the device in half with scissors and insert the stiff end of a .035 non-cordis j wire into a 6f non-cordis sheath to deflate the balloon. After balloon deflation, pressure was held and the patient was fine. The balloon was fully retrieved in one piece. The staff and physicians are very well experienced with the mynxgrip device and have never had these issues before. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device prior to use. . The vcd was used in a diagnostic coronary angiogram using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon was prepped with a 50/50 contrast solution. The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the black grip handle of a 6f/7f mynxgrip vascular closure device (vcd) that houses the side inflation/deflation port separated from the device into two pieces, leaving no way to deflate the balloon. The staff had to cut the device in half with scissors and insert the stiff end of a .035 non-cordis j wire into a 6f non-cordis sheath to deflate the balloon. After balloon deflation, pressure was held and the patient was fine. The balloon was fully retrieved in one piece. The staff and physicians are very well experienced with the mynxgrip device and have never had these issues before. The device was stored and prepped per the instructions for use (IFU). There was no damage noted to the device prior to use. The vcd was used in a diagnostic coronary angiogram using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The balloon was prepped with a 50/50 contrast solution. The deployer was not pinching or pinning the balloon with the advancer tube. The balloon was not inverted. A non-sterile mynxgrip tm vascular closure device 6f/7f was returned for investigation. Visual inspection showed that the device was received separated into multiple parts. In addition, the syringe was returned attached to the open hemostasis valve, no other anomalies were observed. No functional analysis could be performed due to the device returned condition. The balloon and barrel were inspected using a vision system to obtain a magnified image. No anomalies were noted. The reported event of ¿catheter-catheter detachment¿ was confirmed through visual analysis of the returned device. However, the subsequent reported event of ¿balloon-deflation difficulty¿ was not confirmed due to the returned conditions of the product. The exact cause of the catheter detachment issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed handle separating from the catheter and the subsequent deflation difficulty of the balloon. However, procedural/handling factors are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.